Event description:
It was reported by the customer that intermittent malfunctions were occurring on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.